Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot =null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "posterior dislocation of the hinge-post extension in a rotating hinge total knee prosthesis" written by givenchy manzano and ran schwarzkopf published by hindawi publishing corporation case reports in orthopedics volume 2013, article ID 756538, 4 page accepted by publisher 25 august 2013 was reviewed. The article's purpose was to report on a case study of a (B)(6) year old male with r tka with a depuy s-rom rotating hinge implant. He underwent revision surgery 1 year post initial implantation due to disengaged hinge that dislocated on flexion at the tray/ insert interface. The hinge components were removed and replaced with "extra-extra" small size bumper and a 12 mm tibial insert. He had no further complications. The article does not report on the cement manufacturer and does not state or imply that he had patella resurfacing. Depuy products utilized: srom knee revision implant system with rotating hinge. Adverse events: dislocation (treated with revision).